Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. E1: initial reporter¿s title is not provided / unknown. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Bone loss at sites 8 and 9. Implants at 60% bone loss. Implant was removed and immediate implant placed. Patient is diabetic. Symptoms as a result of the event: pain.

Manufacturer narrative:
This report is being submitted to report additional information. Follow up with customer confirmed the item and lot number. H10: additional narratives/data h3 other text : summary investigation.

Event description:
No additional or corrected information to report.